Event description:
It was reported that pump displayed malfunction code 9 with no notable events prior to the issue and that customer blood glucose level did not exceed reported limits. There was no adverse impact to the customer¿s blood glucose level. Customer was assisted by technical support to reset pump, malfunction code recurred after reset, and logs were uploaded through mobile app for investigation when applicable, so customer planned to use multiple daily injections as backup therapy and technical support arranged pump replacement under warranty.